Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's blower wire was reconnected to address the issue.

Manufacturer narrative:
The manufacturer previously reported a ventilator's blower wire was reconnected to address a ventilator inoperative alarm condition. During additional evaluation of the ventilator at the manufacturer's service center, the device failed a test step during testing. The device's system board was replaced to address the issue.